Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent pipeline (3.75mm x 20mm) embolization treatment. During the pipeline deployment in a difficult situation (tortuous anatomy), it was reported that the pushwire broke as it turned 15 times. The pipeline and broken pushwire along with the broken pushwire segment were removed from the patient.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved has not been returned for evaluation. There is a warning in the IFU (instructions for use) that states: "never rotate the delivery wire for more than 10 full turns. If ped does not open after 10 turns, remove the entire system (microcatheter and ped delivery system)."(B)(4).